Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit battery does not charge. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19jun2019. Date rec'd by MFR: 04may2019. Although requested, the patient's information was not provided. The international fse (field service engineer) evaluated the unit and confirmed the reported problem. The fse replaced the pm pcba (power management printed circuit board assembly) and installed a new power supply and the problem was resolved. The faulty pm pcba was returned and fi (failure investigation) was performed on 04may2019. The returned pm pcba was installed into a good fi test ventilator and the ventilator booted up and successfully delivered breaths. The main power nodes were measured to verify that the values are within range and all tests successfully passed. Multiple battery tests were performed and all test successfully passed. It was confirmed that the battery charges while installed in a known good test system. The customer's reported problem could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.